Event description:
Complainant claims revised due to lesion behind the cup. Surgeon suspects poly debris may have contributed to lesion.

Manufacturer narrative:
The product was examined. No wear was observed in the articulating surface on the inside of the liner. However, an area of abrasion was observed near the lip of the liner. The skirt of the +12 femeral head, returned with the liner matches the area of abrasion. The investigation concludes that the abrasion was caused by impingement with the skirt of the femoral head. The investigation found no product problem with the returned liner or femoral head.